Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the inserter bent when the surgeon attempted to implant an anchor, preventing implantation as intended and a backup device of the same product was used to complete the procedure. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.